Event description:
A nurse complained that a safe-t-pro lancet did not retract. After a nurse tested a patient, the lancet did not retract. During disposal of the lancet, the nurse accidentally stuck her finger. The nurse was seen at the occupational health care center where diagnostic tests were performed. The patient also underwent diagnostic testing. The nurse is fine. No treatment was required. No adverse event occurred due to the accidental finger stick. The lancets were requested for investigation.

Manufacturer narrative:
The customer returned 1 package with 78 unused accu-chek safe-t pro lancing devices for investigation. All lancing devices were tested during investigation. The reported failure on protruding lancets could not be reproduced. During past investigations, the internal wings of the lancet, which intentionally break during the lancet release, were found to possibly jam the lancet's guiding channel. This impedes the lancet retracting back into the lancet housing. The medical risk is very remote or less than remote. A use error can be excluded.